Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An in.pact pacific deb was used to treat a 100mm moderately calcified chronic occlusion plaque lesion in the mid right sfa. The artery had no tortuosity and a diameter of 5mm. The device was prepped as per the IFU with no issues identified. The procedure used a 200cm non-medtronic guidewire and a 5 fr non-medtronic sheath. No resistance was encountered advancing the device and the device did not pass through a previously deployed stent. The balloon was already twisted out of the packaging and was inflated slowly using a syringe. The procedure was completed without any other issue. The twist still visible during balloon inflation. It was reported the physician had concern about the part of the lesion that did not receive any paclitaxel because of the candy-wrap effect. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube. A twist was found on the balloon at 4 cm from the distal marker. No further issues were detected. The device was flushed and a 0.018¿ guide wire was advanced through the device. Negative pressure was applied with a manometric syringe on the balloon: a purging test was performed. The balloon has been inflated and observed with microscope: - 2 bar: wrinkles and a change in profile are visible in correspondence of the twisted point. - 4 bar: the change in profile and the wrinkles persisted on the balloon. - 7 bar only few wrinkles were detected on the balloon. - 14 bar: there are no longer wrinkles on the balloon. No twist detected on the guidewire lumen. If information is provided in the future, a supplemental report will be issued.